Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced discomfort and pain in the scrotum. The pump retracted very high and deep into the scrotum, making the deflation button harder to find. This has made it difficult to train the patient on how to inflate and deflate the device. Surgery to reposition the pump may be required. No additional patient complications were reported.